Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device was not confirmed since the device was not evaluated and repaired by bd. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the following issue was observed on the device: "communication error disconnecting, cracked keypad, channel error, broken rearcase, channel error, channel error." Reported problem cause description: "faulty iui left, faulty iui right, cracked keypad, defective logic board, broken rear case, defective board, broken platten." Hence, the work performed in the device includes: "replaced left iui connector, replaced right iui connector, replaced lvp keypad, replaced lvp logic board, replaced lvp rear case, requires motor ctrl board, requires platten." There was no patient involvement.